Manufacturer narrative:
UDI: (B)(4). The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received a call from a health care provider on behalf of a patient who resides at an assisted care facility. The patient wanted to know how long an edwards valve is expected to last. The patient had an sapien xt 26mm valve implanted for 5 years and 6 months. Through follow-up it, was learned that the patient stated that the valve is ¿failing¿ and is being worked up for what was described as a viv tavr. The patient was told two parts of the valve are not working, and the other part is. The patient is somewhat symptomatic, however is considering not doing the procedure due to his advanced age, (90¿s).

Manufacturer narrative:
Multiple attempts have been made to obtain additional information, however additional information was not received. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention.  Tissue calcification is a very common failure mode.  The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.    The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR was required. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Based on the information provided, the root cause for event remains indeterminable. However, it is likely that patient co-morbidities or pre-existing valvular disease process contributed to the event. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.